Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements of greater than 2500 ohms, and loss of capture. Troubleshooting was performed and intermittent noise and high impedance measurements were noted. Programming options were discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted the lv lead configuration was reprogrammed. All the lv lead vectors were tested and the physician agreed the reprogramming was appropriate for the patient. The patient will continue to be monitored. No adverse patient effects were reported. The lead remains in service.